Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 104 mg/dl, 214 mg/dl, 100 mg/dl, and 331 mg/dl when all tests were performed within 10 mins on the aviva systems. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.